Manufacturer narrative:
(B)(6).

Event description:
It was reported that a lotus edge valve system catheter kink occurred. Vascular access was obtained via a right transfemoral approach. The patient's anatomy was non-tortuous and severely calcified. A large lotus introducer sheath was inserted into place without resistance. A safari2 guidewire was positioned. A 27mm lotus edge valve system was prepared according to the instructions for use (IFU). The 27mm lotus edge valve system was inserted to the lotus introducer sheath. When approximately 30% of the lotus edge valve system had been inserted into the lotus introducer sheath, the second implanter straightened the lotus edge valve system and a kink in the lotus edge catheter was noted. The lotus introducer sheath and 27mm lotus edge valve system were removed together. A new lotus introducer sheath was prepared and inserted. A 29mm non-bsc valve was successfully implanted. No patient complications were reported. The patient is expected to fully recover.

Event description:
It was reported that a lotus edge valve system catheter kink occurred. Vascular access was obtained via a right transfemoral approach. The patient's anatomy was non-tortuous and severely calcified. A large lotus introducer sheath was inserted into place without resistance. A safari2 guidewire was positioned. A 27mm lotus edge valve system was prepared according to the instructions for use (IFU). The 27mm lotus edge valve system was inserted to the lotus introducer sheath. When approximately 30% of the lotus edge valve system had been inserted into the lotus introducer sheath, the second implanter straightened the lotus edge valve system and a kink in the lotus edge catheter was noted. The lotus introducer sheath and 27mm lotus edge valve system were removed together. A new lotus introducer sheath was prepared and inserted. A 29mm non-bsc valve was successfully implanted. No patient complications were reported. The patient is expected to fully recover.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). H3 device evaluated by MFR: the device was received inserted through the lotus introducer sheath (lis). The device was received with the stylet inserted into the nosecone. An examination of the nosecone noted that the nosecone was over-seated. The lis was pulled distally to remove it from the lotus edge device. An examination of the outer sheath on the lotus edge device identified a kink at 8cm proximal from the distal end of the outer sheath. There was compression for a length of 3.5cm on the outer j curve, distal to the kink site. Further compressions were noted just proximal to the kink which extended proximally for an approximate length of 5cm on the outer sheath. As part of the functional testing the device was unsheathed and the compression released distal to the kink site. The proximal compression was still present. The valve was released with no resistance noted. No damages were present with the valve.